Event description:
Reporter states customer was lethargic with blood glucose result of 250 mg/dl obtained on the advantage system. No actions taken based on device result. One hour later, the reporter called paramedics; customer's blood glucose result on their meter was 29 mg/dl and he was treated with IV glucose and taken to the hospital. Customer's symptoms improved, and he was released from the hospital later that evening. Requested return of suspect device and replacement was sent.